Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the device had channel error 354.6770. The product issue was observed by bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the device had channel error 354.6770. The product issue was observed by bd associate during site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit: a0709 - device sensing problem (2917), a1801 - contamination, g0301204 - pressure sensor, c0205 - open circuit, c0601 - degradation problem identified additional information: imdrf annex a, g codes and manufacturer narrative the actual date of event is unknown. Investigation summary: the reported event of error code: 354.6770 was confirmed during log review and initial laboratory testing. However, subsequent testing was no longer able to replicate the error. ¿ it was confirmed in the syringe module error log that the error had occurred on (B)(6) 2023 at 8:26am. ¿ during laboratory testing, the error was confirmed when the system was initially powered on. ¿ the device was disassembled, and the pressure disc harness was tested for continuity. The harness was observed to have no open circuits. ¿ upon reassembly of the device, the system was observed to power on successfully with no further errors observed. ¿ subsequent testing by powering the system on resulted in no observed errors. ¿ based on a previous failure investigation of the error code, it was found that the likely cause of the error is due to intermittent open circuits in the pressure disc sensor harness. ¿ the pressure disc sensor harness will be replaced by the bd repair center as a precaution. ¿ no patient involvement reported. Root cause: the probable root cause of the reported error is likely due to intermittent open circuits in the pressure disc sensor harness (p/n: 147975-102). Though the error was confirmed during log review and initial laboratory testing, subsequent testing was unable to replicate the error. Note that imdrf annex a0509, a040507, a040601, a0401, c07, c23, d15, d02, g04070, g04061 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had channel error 354.6770. The product issue was observed by bd associate during site visit. There was no information on patient involvement.